Event description:
It was reported that an asymptomatic patient presented for routine follow up, the pulse generator exhibited backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.